Event description:
It was reported that the battery voltage on the implantable pulse generator (ipg) was fluctuating. It has been decreasing every couple of months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed battery depletion. Battery status of ok with an estimated remaining longevity of 13 month (10 month minimum to 15 month maximum) and battery voltage of 2.8 v. (B)(4).